Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. Additionally, there was electrolyte leaked in the sterile packaging. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the device could not be turn on and the metal plate in battery box appears to be oxidized. There was no patient injury, and there was a 15 minutes delay. Another device was utilized to complete the procedure. After investigation battery expulsion/rupture was found. Due diligence is completed and there is no additional information available.